Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: "on a (B)(6) 2017 office visit the note states, ¿doing well. Incision clean, dry and intact. Staples removed.¿ on (B)(6) 2017 she was admitted for recurrent dislocation of a revision right total hip replacement. On (B)(6) 2017 a revision of the acetabular liner to a constrained liner was performed for a diagnosis of recurrent dislocation right total hip replacement. The operative report describes spinal anesthesia and use of the previous incision. During this surgery there was a change to a constrained competitor poly liner and a 28/plus-4 head, v-40, for the stryker stem. Uncomplicated surgery was described. On (B)(6) 2017 she was noted to be ¿very happydoing well wound looks great¿. No documented follow-up subsequent to this visit is available." No examination of any explanted components is available. This entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted. Previous and subsequent dislocations were related to persistent sepsis and revision surgery. There is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation confirmed the reported event of dislocation and the root cause was noted to be due to the patients infection. The clinician noted in the medical review that the dislocations are related to persistent sepsis and ¿there is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ also, the ceramic head was used in an off-label manner as the IFU for the ceramic head indicated, "do not substitute another manufacturer's device for any of the howmedica osteonics trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per received medical records: patient was revised due to dislocation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As per received medical records: patient was revised due to dislocation.